Event description:
Surveillance study. It was reported that 183 days following a coronary artery drug eluting stenting procedure the patient developed in-stent restenosis. The target lesion was the 75% stenosed, 3.0x15mm proximal cx (circumflex) lesion. The lesion was treated with predilation, placement of a 2.75x16mm taxus express2 drug eluting stent, post dilation, and ivus (intravenous ultrasound) revealed a well apposed stent. The patient was discharged one day post procedure on asa and panaldine. The patient presented with in-stent restenosis 183 days following the index procedure. The target lesion was 99% stenosed and was treated with another manufacturer's drug eluting stent. The investigator assessed this event as possibly related to the taxus express2 drug eluting stent. The patient was reported to be taking asa and panaldine at the time of this event.

Event description:
Taxus express2 (B)(4) post market surveillance study.it was reported that 183 days following a coronary artery drug eluting stenting procedure the patient developed in-stent restenosis.the target lesion was the 75% stenosed, 3.0x15mm proximal cx (circumflex) lesion. The lesion was treated with predilation, placement of a 2.75x16mm taxus express2 drug eluting stent, post dilation, and ivus (intravascular ultrasound) revealed a well apposed stent. The patient was discharged one day post procedure on asa and panaldine.the patient presented with in-stent restenosis 183 days following the index procedure. The target lesion was 99% stenosed and was treated with another manufacturer¿s drug eluting stent. The investigator assessed this event as possibly related to the taxus express2 drug eluting stent. The patient was reported to be taking asa and panaldine at the time of this event.additional information received indicated that at the time of the reintervention the patient also had slow flow. During a previous intervention, an unknown guide wire used during the procedure could have caused the vessel branch to be damaged. It is possible that it was the cause of the slow flow.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records for this batch were reviewed and confirmed that the device met all specifications at the time of release for distribution. The root cause of this event is anticipated procedural complication.

Manufacturer narrative:
Corrected information: patient sex, date of birth.(B)(4)